Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a hand surgery on (B)(6) 2020, the tip of the stardrive screwdriver was twisted while inserting the unknown screw. There was no surgical delay and no patient consequence reported. The procedure was successfully completed by using another screwdriver in the set. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). This complaint involves 1 device. This is report 1 of 1 for (B)(4).